Manufacturer narrative:
The reported event involving a pump module causing nuisance ail alarms could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
The customer reported nuisance ail alarms occurred during the night shift and that the alarm volume was loud. No patient harm was reported from any event, and no product was saved for investigation.

Manufacturer narrative:
The reported event involving a pump module causing nuisance ail alarms could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
The customer reported nuisance ail alarms occurred during the night shift and that the alarm volume was loud. No patient harm was reported from any event, and no product was saved for investigation.